Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/05/2015 with the following findings: there were multiple 213 alarms for a high bg level in the black box history on the date of the complaint 03/09/2015. A continuous glucose monitor session was started and 2 blood glucose values were entered for calibration. The pump ran a basal rate for 24 hours. The settings confirmed that the patient had "snooze" enabled and set for 120 minutes. A high bg was transmitted to the pump and the pump alarmed with a high bg alarm at 8:44am. Confirm was pressed and the pump did not alarm again until 120 minutes (10:44am) from the time of the first alarm. The alleged issue could not be duplicated.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was alarming more often than it was programmed to. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.